Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack at winged connector of an extension set during patient use. There is no report of leakage or patient harm.

Manufacturer narrative:
The customer¿s report that the extension tubing cracked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack on the opposite side from the gate. The luer was inspected under magnification and no stress marks were noted. Functional testing was performed and a leak was observed from the crack. The root cause of the leak was a crack . The cause of the crack is unknown but is likely related to an issue with the manufacturing process of the component by a third party supplier.